Manufacturer narrative:
Pt info: unk. Implant date: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+0.5/073 (sphere/cylinder/axis), in the patients left eye (os). Three months after surgery, the patient reported dysphotopsias at night. The lens remained implanted. Additional information has been requested but none has been forthcoming.